Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: complaint unit serial number 4210507 was received with components (screws, collar and ball retaining housing) missing. An inspection of the device found no damage to critical components or subassemblies. In addition, the threaded holes were checked functionally and for damage and no issues were found. Although there was some residue in an area which is sealed by the ball retaining housing, it is consistent with known production materials in the bill of materials (bom). Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: based on the information above, the evidence indicates that there is no manufacturing issue related to the collar component within the mics handpiece. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The front portion of a mics (the silver part that locks a saw attachment) detached from the mics handpiece, with other loose connectors. Collar to lock saw attachment/ blade in place came apart from mics. Case type / application: tka 2.0.